Manufacturer narrative:
The expedium quick connect polyaxial screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Optical imaging identified plastic deformation and torsional shear markings. This analysis suggests that the driver underwent a quasi-static torsional overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however the failure was likely a result of a quasi-static torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by express care bridgewater: we received a kit - ext5lc # 37 from a rep ¿ (B)(4). It was shipped to him on (B)(4) on 5/19/17 and returned today ¿ 5/26/17. He sent kit back with a broken screwdriver - 2797-22-400 - exped quick connect di poly scrwdrvr. The tip is missing.